Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a hip revision procedure due to dislocation of the poly liner. During the procedure, the liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni; expiration date - ni; date implanted - ni; initial reporter - ni; manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.